Event description:
User stated she had a b-hcg result with a data flag, but the result was released anyway. The initial result reported was greater than 10,000 miu per l and a corrected result was reported as 15804 miu per l. The corrected report was sent out approximately 30 minutes later and attached to the e.r. Pt report. It was noted the data flag did not cross to the lis with the initial result. The pt did not receive any treatment based on the initial test results. If additional information is received, appropriate notification will be provided.